Event description:
The rptr stated that he did a meter to lab test comparison. The tests were done in a fasting state, within 10 mins. The rptr's meter read 178 mg/dl (capillary) and the lab test (venous) result was 230 mg/dl. There were no symptoms. Due to unavailability of needed supplies. A control solution test was not done.